Manufacturer narrative:
Updated to reflect the information received on 2019-nov-12; reporter section: updated to reflect the information received on 2019-nov-12. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) on 2019-nov-12. It was reported that it was unknown when the catheter fracture was first observed, but the catheter fracture was considered resolved. The patient's weight at the time of the event was unknown. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 02-apr-2003, UDI#: (B)(4), implanted: (B)(6) 2001, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 300 mcg/ml of clonidine at minimum rate, 15 mg/ml of bupivacaine at minimum rate, and 30 mg/ml of morphine at minimum rate via an implantable pump for failed back surgery syndrome and spinal pain. On (B)(6) 2019, it was reported that the patient had a fall and the catheter was fractured. The catheter was revised on (B)(6) 2019. The rep was unsure of the pump medication dosage and medication prior to the fall. No symptoms were reported. No further complications were reported.